Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via femoral artery. The 85% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified descending artery. Following pre-dilatation, a 4.00 x 20 synergy¿ stent was advanced for treatment. However, it was noted that the stent was released distally. The device was removed with a guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via femoral artery. The 85% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified descending artery. Following pre-dilatation, a 4.00 x 20 synergy stent was advanced for treatment. However, it was noted that the stent was released distally. The device was removed with a guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.